Event description:
Patient reported left side capsular contracture baker grade unknown, "pain", and "a rash all over their body." Patient additionally reported "an immune response in their arms", the patient thought they had breast cancer, and "they lost 10 pounds in one week"; these events are not device related. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, pain, and rashes.